Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no reported adverse impact to the customer¿s blood glucose level. Customer completed the load process and was able to resume insulin delivery.